Event description:
Baxter reported that there was a "disconnection between miniset and titanium adaptor." This was noted prior to use with no pt injury or medical intervention required according to the complaint coordinator.